Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Received email notification of poly exchange of hip that occurred on (B)(6) 2018. Update (B)(6) 2018: as reported in how was issue noticed: "doctor planned routine poly exchange of hip. Intraoperatively noticed impingement of stem. Made decision to revise stem and poly exchange".